Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure did not impact the procedure. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was unable to emit x-rays. Upon troubleshooting, the philips field service engineer (fse) checked the system remotely and found that no x-ray, but review screen had no error information. To resolve the issue, fse rebooted the system and performed a database consistency test. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to emit x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.